Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that drawers 5.1 and 5.2 were not functioning properly due to a failure in the connection of the row board cables. A field service engineer resolved the issue by reseating the row board cables on the drawer board, as well as both ends of the retractor bands for the drawers. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system experienced a malfunction in which the cubie pocket was not detected on the bus, which hindered users from accessing the medication. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.